Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector at the liquid crystal display circuit board. The insulin pump was received with cracked battery tube threads.

Event description:
The company representative reported via phone call that the customer's insulin pump had a partial display and missing segments. There were no significant events prior to the display issues. The battery was changed, but the issue persists. The blood glucose reading was 173 mg/dl. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.